Event description:
It was reported that after the iab was in use for 77.67 hours, the pump experienced high pressure and helium loss alarms. This was followed by blood entering the helium tubing. The iab was removed and replaced without any pt complications.